Event description:
It was reported a patient experienced turbid liquid coincident with peritoneal dialysis (pd) therapy. The cause of the turbid liquid was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal cefizox 1.5 grams per day for 10 days and ¿sterilized peritoneum¿. At the time of this report the patient was not recovered from the event. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the diarrhea was likely a manifestation of the presumed peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced turbid liquid in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.